Manufacturer narrative:
The pump passed the error test, and no alarms were noted. However, the pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart. The patient's blood glucose at the time of incident was 7.2 mmol/l. The alarm occurred immediately after inserting a new battery. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump is in warranty and will be returned for analysis, and a replacement device was shipped to the customer.